Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 68mm in diameter and was implanted with four gore excluder aaa endoprostheses. The patient tolerated the procedure. Follow up computed tomography later this day determined the aneurysm had decreased in diameter to 63mm, with no evidence of endoleak. On (B)(6) 2014, follow up with the patient determined an infection of the aortic devices. The physician reports the infection is believed to be device related. On (B)(6) 2014, the patient was converted to open surgery and all devices were explanted. A traditional silver impregnated dacron graft was placed without incident or any adverse event. The patient tolerated the procedure and is reported to be dong well.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts

Event description:
On (B)(6) 2014, the patient underwent endovascular re-intervention to treat a type ii endoleak and aneurysm enlargement; and was implanted with four gore excluder aaa endoprostheses featuring c3 delivery system. The aneurysm diameter measured 68mm. The patient tolerated the procedure. Follow up computed tomography later this day determined the aneurysm had decreased in diameter to 63mm, with no evidence of endoleak. On (B)(6) 2014, the patient underwent explant of the all the devices, and resection of the abdominal aortic aneurysm with a dacron prothesis; and a thrombectomie of the left leg was performed. The patient tolerated the procedure. The devices were discarded at the facility.

Event description:
On (B)(6), 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 68mm in diameter and was implanted with four gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Follow up computed tomography later this day determined the aneurysm had decreased in diameter to 63mm, with no evidence of endoleak. On (B)(6), 2014, the patient underwent explant of the devices. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the devices is being conducted.additional device related to the event include: 12719595/plc181000, 13080667/plc181400, plc181400/12620504.